Event description:
According to the reporter, a gynaecologist placed a device in the patient. Directly after the operation, the patient experienced serious complications. No further information is available at this time.

Manufacturer narrative:
(B)(4).